Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated in unrelated training events for the site.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system became unresponsive when loading an exam. It was noted that restarting the application software restored functionality. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.